Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported, that the patient's infusion set's tubing got detached from the quick release. No further information available.